Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit did not have a v-lock connection at the ac inlet, the battery door was damaged, the led overlay label was damaged, and the battery ribbon was frayed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged battery door, battery strap, led overlay label, and the ac outlet does not have the v-lock feature were confirmed with the reference photos of mobile power unit (serial # (B)(6)). The submitted reference photos captured the damaged led overlay label, stress fracture on the battery door near the locking screw, the frayed red battery strap, and the ac socket does not have the v-lock feature. The damaged led overlay label appears to be related to an abrasion from an unidentified object. The stress fracture on the battery door appears to be related to the overtightening of the locking screw. The red battery strap was observed to be frayed. A root cause of the damaged battery door, battery strap, and led overlay label could not be determined during the evaluation. Per device history record, the mobile power unit was manufactured prior to the v-lock feature on the ac socket. Repair and preventative maintenance were performed. Performed all tests as per procedure, which passed all testing. The mobile power unit was returned to the rental pool. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6)) was shipped to the customer on 27aug201. It was noted mobile power unit is a rental unit. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 10 ¿safety checklists¿, instructs users to inspect equipment that includes the mobile power unit. Under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. This includes the yellow wrench advisory alarm that details an internal malfunction detected within the mobile power unit and to call hospital contact. Under section 3 ¿powering the system¿, explains mobile power unit usage. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.